Event description:
Per the clinic, the patient experienced chronic irritiation at the abutment site and the patient was injected with kenalog. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.